Event description:
Patient reported experiencing elevated blood glucose levels up to 420 mg/dl for 1 ½ weeks; took correction via infusion device. Patient stated she was able to get the blood glucose levels under control by herself. Patient reported she checked the infusion device and observed that the piston rod moves back too slowly; thinks the device delivers too low insulin. No further information given. No adverse event reported. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).